Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
Treatment was performed in the right coronary artery with a coronary orbital atherectomy device (oad). As the crown of the oad was advanced, it contacted the radiopaque portion of the viperwire guide wire. Guidance was provided from csi staff that the crown should not be operated near the tip of the guide wire, however the action was repeated and the guide wire fractured. The wire fragment was secured to the vessel wall with a stent and the patient was in stable condition following the procedure.